Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30592950l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Due to character limitation include under "d10. Concomitant medical products and therapy dates" cable quad-a quad-b deca yellow 12-pin dark blue 12-pin carto 3. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a perforation through the left atrium requiring pericardiocentesis, prolonged hospitalization and surgical intervention. While performing the ablation, they perforated through the left atrium. After the transseptal access they inserted the pentaray nav high-density mapping eco catheter and they were only able to create minimal fast anatomical mapping (fam). The perforation was confirmed via intracardiac echocardiography (ice). The anesthesia then noted that the patient's vitals had dropped. The patient became unstable. The heparin was reversed immediately. They called the operating room for surgery. They also did a pericardiocentesis while waiting for the arrival of the operating room staff. They drained a total of 1080ml of fluid or eighteen 60cc syringes of fluid. As they were draining the fluid, they were injecting it back into the patient. The patient was stable most of the time. The operating room staff arrived when they had extracted about ten 60cc syringes of fluid and the patient was stable. A temporary pacer was placed into the patient for transport. While attempting to move the patient onto the stretcher to take them to the operating room, the patient became unstable. The physician requested the operating room staff to perform the surgery to repair the perforation in the ep lab. The patient was then stabilized by the staff via medications. The patient went to the operating room for surgery to repair the perforation. The case was terminated and the caller is unsure of the patient's status. The reporter states they were using a webster coronary sinus catheter, pentaray nav high-density mapping eco catheter, and a vizigo sheath. They did not have an ablation catheter as they had just gotten transseptal access. The physician is unsure what may have caused the perforation. This adverse event was discovered during use of biosense webster products. The physician believes the puncture was caused by baylis needle as he was going transseptal. At this point, uls soundstar catheter was being used to visualize needle; however, it was difficult to see past fossa. Pericardiocentesis was initially performed. Effusion continued to grow and patient was transported to operating room to have his sternum opened and stitch perforation. Patient outcome of the adverse event as of (B)(6) 2021 was that the patient was stable. Physician stated that the patient was going to make it. The patient required extended hospitalization because of the adverse event. As of (B)(6) 2021 the patient is currently hospitalized recovering from surgery that occurred in operating room . It was acknowledged that no (generator/pump) malfunction had been reported. Prior to noting the adverse event, ablation was not performed. No evidence of steam pop occurred. The event occurred during the transseptal phase; however, it was not detected until the mapping phase, per physician¿s observations. No ablation catheter had been opened or used by the time the perforation occurred. Additional information was received on the event. After the patient had open-heart surgery, the patient was reported to be in stable condition.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 15-sep-2021, noted a correction to 3500a initial as missing the physician information. Therefore, updated e. Initial reporter section.